Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, it was observed that there was no sensing on the atrial channel and that right atrial pacing resulted in right ventricular depolarization. An x-ray confirmed that the right atrial lead had dislodged. The lead was re-positioned. The patient underwent a successful revision procedure, and returned to his room in a normal, stable, hemodynamic state.